Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cursor did not match the stylus position on the screen. It was also noted that there was cable interference. As a result a new cable was provided and the stylus was replaced. (B)(4).

Event description:
It was reported that it was not possible to input data into the programmer using the stylus. It was also noted that there was no ECG cable. The programmer was returned for servicing. No patient complications have been reported as a result of this event.